Event description:
The device was used during an unspecified procedure. Reportedly, the product produced shavings. The hospital has reported no pt injury occurred.

Manufacturer narrative:
3/16/1998-supplemental report #1 submitted to FDA.